Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with 2:1 second degree heart block, fatigue, shortness of breath, peripheral edema and bradycardia. The device was interrogated and no device function issue were noted. The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.